Manufacturer narrative:
H6: investigation findings (4247-appropriate term/code not available): user: incorrect use. The device history record for lot 20100161 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was not returned for evaluation; however, the customer did provide final images of the tracings related to this incident. A review of these tracings found that the anterior view displayed the tube tip entered the upper left quadrant and the tracing pathway did not cross the x-axis or show the backwards ¿c¿ as would be seen in typical placement tracings; additionally, none of the provided tracings followed the expected pathway of a typical gastric placement in any view (anterior, depth cross-sectional, and lateral). It was noted that images of the optimal tracing pattern (in each view) that should be displayed on mu screen are provided in cortrak2 eas quick reference guide, operating and troubleshooting tips, and operator¿s manual. Due to the tracings provided for this incident indicating (in each view) that the tube tip placement did not follow a typical gastric placement (as outlined in the cortrak2 eas instructions for use), the root cause of this incident was determined to be ¿user: incorrect use¿. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6: 4581-appropriate clinical signs, symptoms, conditions term/code not available: lung placement. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 09 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported that on (B)(6) 2023, a lung placement using the cortrak machine, occurred. The clinician believed the cortrak tube was in the stomach; however, an x-ray read as a left-lung placement; the placement did not result in a pneumothorax, no patient harm reported. Additional information received 25may2023 reported, no medical intervention noted. The pulmonologist assessed the patient after x-ray was read as left lung placement, no pneumothorax found. The incidence did not result in any harm to the patient; no intervention needed besides removing the feeding tube from the lung. Current status is unknown.